Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the cartridges noted that each reload was fully fired and the anvil clamping mechanisms were deformed. Each reload was loaded into the subject instrument for functional testing. The interlocks were overridden and each reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented each reload from firing a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a hand assisted laparoscopic lower anterior resection, while completing the linear sigmoid transection, the extra large handle stop firing midway. The surgeon checked if there were obstructions, seeing there weren¿t any, the surgeon squeezed the handle again and the handle made a cracking noise. A standard handle was then opened. The purple loads were used successfully but with extreme difficulty. Additional skeletonization and much milking of the tissue prior to and during firing to resect the original incomplete staple line and to transect the sigmoid was done. After the transection of the bowel, the circular stapler was used to create the anastomosis and there were bubbles during the leak test. It was reported that the surgeon had been planning to perform a diverting loop ileostomy and that would also fix the leak issue.